Manufacturer narrative:
As no further information is expected, our investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this device delivered multiple shocks for supraventricular tachycardia in which therapy was exhausted. This patient then passed out and was admitted to the hospital. This device remains in service. No additional adverse patient effects were reported.